Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the needle cannula broke during use.

Event description:
The customer reports the needle bent.

Manufacturer narrative:
(B)(4). The customer returned introducer needle for evaluation. The needle contained obvious signs of use in the form of biological material. Visual examination of the needle revealed a severe bend and separation near the center of the cannula. The bend/break is consistent with damage seen when the cannula is bent and creased, thus weakening the material. The needle cannula contained a small break 50 mm from the distal tip. The inner and outer diameter of the needle cannula were measured and were found to be within specification. This indicates that the wall thickness measured as expected. The needle cannula was flushed using a lab inventory syringe filled with water. Water leaked from the break in the cannula and exited the distal end. A device history record review was performed with no relevant findings. The customer report of a damaged introducer needle was confirmed by complaint investigation of the returned sample. The bend/break in the needle cannula is consistent with damage seen when the cannula is bent and kinked, thus weakening the material. The sample passed all relevant dimensional testing. A device history record review was performed with no relevant findings. Based on the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports the needle bent.